Event description:
During a rotational atherectomy procedure rotawire fractured. The lesion being treated was a calcified lesion in a tortuous left circumflex coronary artery. The wire was successfully placed and the lesion was ablated with a 1.5 burr. During removal the wire fractured. Approx 50mm of the distal segment of the wire remained in the pt. Attempts to snare it were unsuccessful. Add'l info has been requested regarding this event.